Event description:
I was burned by this unlicensed device: https://undo-pmu.com/pages/supplies. They say its registered but they do not have a private license? I can't find anything about this machine.